Event description:
It was reported that the device was heating up at the user facility. Additionally, it was later determined that during device testing by a manufacturer service technician at the manufacturer site that the device displayed run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.